Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited a high current draw. The patient noted that there was a potential lead problem and programmed parameters were changed. Following the programming changes, the patient went into cardiac arrest. The programmed parameters were then programmed back to the previous settings. The patient stated this all occurred after implant of this device. This device remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). No device details are available. Received voluntary anonymous medwatch report, mw5180887.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.